Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
It was reported that the patient was scheduled to have ¿scs lead anchor revision relocation¿ surgical procedure on (B)(6) 2015 to evaluate the anchor component of the implantable neurostimulator (ins) system. The specific issue was unknown at the time of report. Also, it was not known if there were any patient symptoms associated with the anchor issue. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.